Manufacturer narrative:
Update to d2a, d4, and h6. After further investigation, it has been determined that the common device name is lift, patient, bttrypwrd, 450 lb. The catalog number is mds450el. The serial number is (B)(6) or (B)(6). The ean number (UDI) is (B)(4). The investigation involved communication/interviews, trend analysis, and an alaysis of production records. The investigation found no device problem and concluded that the cause is traced to the user. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Patient was being moved using a sling when it came loose from the hook, causing a fall. Patient sustained an arm fracture and required surgery. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Patient was being moved using a sling when it came loose from the hook, causing a fall. Patient sustained an arm fracture and required surgery.